Event description:
The customer reported on (B)(6) 2013 at 11:30 am she activated a new pod. At 9: 29 am the pod was deactivated, and she was able to activate a new pod.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.